Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. The patient mentioned she was doing inappropriate movements and work that was not recommended yet, a couple of weeks after implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. The patient mentioned she was doing inappropriate movements and work that was not recommended yet, a couple of weeks after implant. No additional adverse patient effects were reported.